Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient was recovering from the event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13d05063 was performed. All release criteria were met prior to the release of this lot.